Event description:
It was reported that multiple cartridges were ¿fitting loose and falling off during use¿. Reportedly, the customer would change the cartridge change to resolve the issue. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a correction bolus via pump, manual insulin inject and drinking lots of fluids. Multiple attempts were made by tandem¿s technical support to perform additional troubleshooting; however, no response was received.